Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in moderately tortuous and moderately calcified vessel below the knee. A 3.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 4 seconds, the balloon ruptured. The device was removed and a pinhole was noted on the balloon. The procedure was completed with a non-boston scientific device. There were no patient complications nor injuries reported and the patient status was good.